Manufacturer narrative:
Qn#(B)(4). The customer returned one lidstock, guide wire, introducer needle, and catheter for evaluation. The guide wire was returned advanced through the introducer needle and appeared unraveled. One kink was detected in the guide wire body near the proximal end. Microscopic examination confirmed the guide wire was unraveled from the distal tip. The fractured surface of the core wire appeared flattened and discolored. The total length of the core wire measured to be 599 mm which is within specifications of 596.9-606.5 mm per product drawing. The guide wire contained one slight bend 29 mm from the proximal end. The outer diameter of the guide wire measured to be 0.0242" which is within specifications of 0.0240-0.0250" per product drawing. The guide wire was unable to be removed from the returned introducer needle. A manual tug test confirmed the proximal weld was fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw guidewire against needle bevel to minimize the risk of possible severing or damaging of guidewire.' The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The returned guide wire was advanced through the introducer needle and unraveled from the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the guide wire was not firm enough to use for proper insertion.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg/needle resistance - unraveled.

Event description:
The customer reports that the guide wire was not firm enough to use for proper insertion.